Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that temperature does not rise in arctic sun device during normothermia therapy.

Event description:
It was reported that temperature does not rise in arctic sun device during normothermia therapy. Per follow up information received via email on 03jul2023. The device was under investigation. They did not receive any information of patients. The case completed with another device. No patient impact.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. As the reported issue was unconfirmed and not a manufacturing or supplier related failure a device history record review was not required. As the reported event was unconfirmed, a labeling review was not required. Correction: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.